Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(6). Date of event - onset shortly post-op in (B)(6) of 2016. Medical product: catalog #: 113635, comp primary stem 15mm mini, lot # 622430. Catalog #: 118001, versa-dial/comp ti std taper, lot # 394120. Catalog #: 113042, versa-dial 46x18x53 hum head, lot # 861660. Catalog #: 110003484, access 3.2mm thd pin, lot # 526330. Catalog #: pt-113950, pt hybrid glenoid post, lot # 740040. Catalog #: 113952, sm hybrid glenoid, lot # 261700. It is not anticipated that the product will be returned to zimmer biomet for evaluation at this time, as the customer has not provided any further information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-05176, 0001825034-2017-04063, 04064, and 04065.

Event description:
It was reported patient underwent a right shoulder arthroplasty, and subsequently began experiencing angioedema and an allergic reaction shortly following implantation. No revision has been reported to date.